Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument generated false low potassium (k) results for 2 patient samples. The results were not reported out of the lab. The instrument also suppressed (did not generate) a k result for at least 1 patient sample. When the issue was noticed, the samples were rerun with higher results. Customer did not report injury or change in treatment to the patients due to the erroneous results. Quality control (qc) on the day of the event and the prior day, showed imprecision, to the same degree as the patient samples. It is unknown at what time the samples were run, so the patient results cannot be correlated to qc runs. Field service engineer (fse) evaluated the instrument and found gel inside the probe and wash collar. Fse replaced the probe, wash collar, and decontaminated the ise system. Fse verified instrument performance. This resolved the issue.

Manufacturer narrative:
Results: fse replaced the probe, wash collar, and decontaminated the ion selective electrode system. (B)(4).